Event description:
It was reported the patient underwent total left and right knee arthroplasty on (B)(6) 2009. Subsequently, one of the patient's knees was revised on (B)(6) 2010 due to infection and the procedure was completed with spacer molds. It was further reported that the patient was scheduled for a revision of their right knee due to an unknown reason. Subsequently, the case was cancelled due to an unknown reason. It is unknown if the patient will be rescheduled.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no complaint related anomaly or deviation. As it is unknown which knee was revised and what parts were removed, the following sections could not be completed due to the part/lot information could be: catalog number - 184768. Lot number - 454000. Expiration date ¿ jul 31, 2014. Manufacture date ¿ jul 20, 2009. Or the part/lot information could be: catalog number - 184768. Lot number - 454050. Expiration date - jul 31, 2014. Manufacture date ¿ jul 23, 2009. Review of sterilization certification for both lots confirms devices were sterilized in accordance with iso 11137-2. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects; ¿early or late postoperative infection and allergic reaction.¿ this report is number 2 of 4 mdrs filed for the same event (reference 1825034-2015- 00858 / 00860 & 00890).